Manufacturer narrative:
Due to character limit: e1 (event site name)- (B)(6). A getinge field service engineer (fse) after checking the device stated that no problem found. Batteries were charging and no helium leaks were found during testing. Performed and passed all functional and safety tests to factory specifications. Cleared for clinical use.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had a helium leak and was not charging the batteries during a routine check. There was no patient involvement.